Event description:
It was further reported that: access was obtained via the graft. The balloon material was removed during surgery. The patient tolerated the surgery fine.

Event description:
It was reported that during a angioplasty procedure a balloon rupture occurred. Access was obtained via the hemodialysis access. The physician advanced a 8.0 x40, 75cm gladiator balloon catheter to the target lesion. Upon inflation to 24atms the balloon ruptured. The physician attempted to remove the device however the balloon material broke off and was lodged in the dialysis graft. The physician removed everything but the balloon material remained in the patient's arm. The physician used a 7french sheath and attempted to snare the remaining balloon material but was unsuccessful. The patient was taken to surgery. No further patient complications were reported.

Manufacturer narrative:
(B)(4).device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).

Manufacturer narrative:
Age at the time of event: 60 years or older. (B)(4).